Event description:
On (B)(6) 2014 at the (B)(6) it was reported that the 01970110#quadrox-I oxygenator from lot number 70095255 leaked during priming from the luer on the blood outlet connector. The female part of the luer was broken. The system was replaced. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was evaluated in the laboratory and the female luer lock on the blood outlet connector showed presence of cracks and there were scratches on the surface. (B)(4).